Event description:
The customer reported receiving an alarm on the insulin pump and insulin squirting out. The blood glucose was 200 mg/dl. Upon inspection the customer noticed that the drive support cap was protruded. The customer was advised to discontinue the use of the device and revert to a back-up plan. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.